Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, reset erro test, and displacement test. No prime anomaly was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she was hospitalized for four days. Two weeks prior to the call, she was unable to rewind the insulin pump. She was hospitalized on (B)(6) with blood glucose reading 575 mg/dl. Her blood glucose was high in the morning and she could not bring it down with treating with the insulin pump. She was wearing the insulin pump at the time of the event and was treated with the insulin pump and manual injections. The blood glucose was stabilized and the customer was sent home, but the blood glucose rose again. The blood glucose reading was 500 mg/dl at the time of the call. The drive support cap appeared normal. The customer was unable to perform the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.